Manufacturer narrative:
The esu was thoroughly inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. A review of the chronological data revealed that the unit, after a period of time and during activations, displayed 18 n-a-190 symmetry warning messages. The warning on the display screen stated "check the alignment of the return electrode! The current is not evenly distributed over the surface of the return electrode. Make sure that the long side of the return electrode points to the operating field. Make sure that the entire surface of the return electrode is sticked on completely and without wrinkles. Check whether the return electrode supports the nessy symmetry monitoring". Additionally, during the last 6 minutes of the procedure, the duty cycle was significantly above the 25% value designated on the type plate of the esu and in the unit's user manual. During this time, the medium power output was 260 watts. Also, single activations were up to a length of 59.7 seconds. These indicators revealed that the user appeared to have ignored that the electrical current was not being properly dispersed by the return electrode, the unit was not being allowed to properly cool between activations, the wattage being delivered was very high, and activations were very long. These may have been key factors involved with the lesion. However, the size of the skin lesion was almost the entire size of the return electrode. Therefore, the redness with blistering could have been a result of the patient's skin being sensitive (maybe due to use of the anticoagulant) and/or a rapid removal of the return electrode. Typically, burns due to high frequency current are usually small and punctual. Also a skin reaction to disinfectant, etc. Is also possible. As a result, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/ generator) during a resection of a bladder tumor [i.e., a transurethral resection of the bladder (tur-b)]. The esu was used with an erbe nessy omega return electrode (lot unknown). The return electrode (also referred to as a patient pad) was placed on the patient's right leg. A review of the unit's chronological data revealed that the settings were highcut mode, effect 7. After the procedure and upon removing the patient pad, a reddening and blisters (skin lesion grade 1-2) was found under the return electrode. The skin lesion was 10 cm x 10 cm. A surgical wound dressing was applied to address the lesion. The esu was distributed to a hospital in (B)(6).